Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a xience xpedition stent delivery system failed to cross the moderately calcified lesion in the left anterior descending coronary artery (lad). A 3.0x12mm nc trek also failed to cross due to anatomy. Upon device removal from the guide catheter, there was no resistance noted, however, the shaft separated into two pieces. Both pieces were removed. The patient was treated with a 3.0 x 12 trek and 3.0 x 18 xpedition stent. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.